Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the reported event was confirmed as issue related to dent in material (asymmetrical balloon). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after moving from the operating room to the ward, natural removal of the foley catheter was confirmed. Per additional information via email from ibc on 22apr2024, stated that the pinhole in the catheter was unknown.

Event description:
It was reported that after moving from the operating room to the ward, natural removal of the foley catheter was confirmed. Per additional information via email from ibc on (B)(6) 2024, stated that the pinhole in the catheter was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.